Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n161606027, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving hydromorphone (concentration 5mg/ml, dose 0.5mg/day) via an implantable pump. The indication for use was non-malignant pain and other spasticity. A catheter access port study was done and there was no catheter flow, it was unknown as to what led to the event. Surgical revision was performed and the issue was noted to have been resolved at the time of this report. The patient status was "alive - no injury". Additional information has been requested and if additional information becomes available, the a follow-up report will be sent.